Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the poppet valve no switching. Additional malfunction was the power switch has no alarm.